Event description:
This report is being filed after the subsequent review of the following journal article: bertagnoli, r., et al. (2005). Cervical total disc replacement, part two: clinical results. Orthop clin n am 36:355-362. Germany, canada, UK. The study objective was to offer a glimpse into the clinical basis for arthroplasty, lack of complications and short-term issues with cervical arthroplasty and support a theory that arthroplasty reduces the incidence of adjacent-level disease. The study included twenty-seven (27) patients who presented cervical degenerative disc disease (ddd) and underwent a one-level total disc replacement (tdr) with prodisc-c at various levels on an unknown date. Patients were accessed preoperatively and postoperatively at three (3) and six (6) weeks, and at three (3), six (6), and twelve (12) months. Various questionnaires and evaluations were used to measure patient outcomes. Additional clinical parameters included analysis of pre and post-operative patient satisfaction, general neck pain, radicular pain, medication usage, and complications. The average age of the patients was 49 years (range 31-66 years) at the time of surgery. Of the twenty-seven (27) patients, thirteen (13) were men and fourteen (14) were women. Three (3) patients had prior surgery. Sixteen patients (16) were at the operative level of c5-6, two (2) patients had surgery at c4-5 and nine (9) patients at the c6-7 level. Patient satisfaction levels at 1-year follow-up included twelve (12%) patient who were not satisfied. There were no device-related or approach-related complications in this study. This is report 1 of 1 for (B)(4). This report is for unknown prodisc-c implants, unknown part # / lot #.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown prodisc-c implants, unknown quantity / unknown lot. Reporter phone number: (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).